Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device was removed and they noticed that the sensor tip remained in the skin as a lump was found at the sensor insertion site. The customer had contact with a healthcare professional who removed the soft needle with tweezers. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. Visual inspection was performed on the returned sensor and no issues were observed. The sensor plug was fully seated. Severed sensor tail was observed. Visual inspection has been performed on the sensor plug assembly and cracked sensor neck was observed. Applicator 0m000thfg4r has been returned and investigated. Visually inspection has been performed on the applicator and no issues were observed. The applicator had fired correctly. Sensor pack (B)(6)has been returned and investigated. Visually inspection has been performed on the sensor pack and no issues were observed. Lid was completely peeled off. An extended investigation was further performed. A visual inspection was performed and observed the sensor tail to be severed. While the tail was observed to be severed the investigation of the complaint was determined that there was no indication that the product did not meet specification. The user was able to successfully obtain readings. Therefore, the fact the sensor was used successfully means that the severed tail could only have been sustained upon removal from the user. This issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device was removed and they noticed that the sensor tip remained in the skin as a lump was found at the sensor insertion site. The customer had contact with a healthcare professional who removed the soft needle with tweezers. No further treatment was reported. There was no report of death or permanent injury associated with this event.